Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable alert was noted. It was also reported that leaking was noted with the cassette. No patient consequences were reported. No adverse effects were reported.